Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced while filling the cartridge. Customer loaded another cartridge successfully to resolve the issue. Blood glucose was not impacted.